Event description:
Surgeon reports after placement of iol a linear opacity was noted on the optic. The lens was explanted the following day and another posterior chamber iol placed.

Manufacturer narrative:
The lens evaluation confirmed a scratch on the surface of the lens. A scratch of this nature would have been rejectable in mfg. The scratch observed is consistent with lens handling by customer.